Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed lesion was located in a mildly tortuous and severely calcified right coronary artery. The physician felt resistance advancing the 3.50x16mm taxus liberte' drug eluting stent and could not cross the lesion. When the device was removed from the patient it was noted that the stent had dislodged and was at the end of the guide catheter. The dislodged stent was successfully removed from the patient. The procedure was completed with another device. No further patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested, but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.